Event description:
It was reported that a patient underwent an atrial fibrillation (afib) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being used on the patient, after going transeptal and then removing the dilator from the vizigo sheath, the hemostatic valve separated from the sheath. They were able to replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and complete the procedure. Additional information was received that described the part that broke was the hemostatic valve at the rear of the sheath which the dilator goes through. The valve appeared to have just broken off at the hub. Both the valve and the hub were stuck to the dilator shaft. No air entered the patient¿s body. The sheath was just exchanged over the wire for a new one. Bleeding was observed, however, the patient hemodynamics were not compromised due to the bleeding. The physician kept his finger over the opening unless inserting the wire for exchange. The approximate volume of blood that was lost was < 100ml. No medical intervention was required. There was no patient consequence.

Manufacturer narrative:
On 11-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being used on the patient, after going transeptal and then removing the dilator from the vizigo sheath, the hemostatic valve separated from the sheath. They were able to replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and complete the procedure. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. According to the picture provided by the customer, the hemostatic valve was dislodged and the brim cap detached in the dilator. Visual analysis of the returned device revealed that the hemostatic valve was not found inside the device and the brim cap was found in its place. However, the hemostatic valve was observed dislodged and the brim cap detached in the dilator in the picture provided by the customer. The lack of the hemostatic valve could be related to the detachment of the brim cap. The issue of brim cap detachment identified by the bwi product analysis lab (pal) is also considered to be an MDR reportable malfunction. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed by both visual and photo analysis. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).